Manufacturer narrative:
It was reported that the patient experienced skinflap breakdown and necrosis at the implant site. This report is filed on october 26, 2018. (B)(4).

Manufacturer narrative:
This report is submitted on september 26, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection and experienced extrusion of the device resulting in the decision to explant the device on (B)(6) 2018. During the same surgery, the patient underwent a skin revision to debride the implant site. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.